Event description:
Physician requesting left ventricular-gram, using the medrad device. Device was unable to perform the function. Staff member reset system and system continued to not communicate and execute.